Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. Date of issue is an approximation. The sensor was inserted into the abdomen. The patient stated the insertion site was red and irritated, and she went to her doctor to have it evaluated. Further contact was made with the patient on (B)(6) 2019. She stated that she thinks she may be allergic to the sensor wire with cumulative reactions over time. After using it for a few months it gets worse and she has to change the sensor after 3-4 days of use. When the sensor was removed it was black and she stated it looked corroded or like old, dried blood. The site was red and irritated. She had to stop using the system for 3-4 weeks in order to let the multiple sites on her abdomen heal. At the time of the further contact, she had started using it again for several weeks. On (B)(6) 2019 she saw her physician¿s nurse practitioner who recommended she contact dexcom. No treatment was provided. Additionally, the patient stated they use a medtronic insulin pump and had previous skin reaction issues with redness from its adhesive until they changed the material composition. No data or product was provided for investigation. Confirmation of the allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.